Manufacturer narrative:
Section a3b, a4, a5, a6, patient information: unknown/not provided. Section d6a, if implanted, give date: not applicable as the iol was removed and replaced during the same procedure. Section d6b, if explanted, give date: not applicable as the iol was removed and replaced during the same procedure. Therefore, not explanted. Section h3, device evaluated by manufacturer: the device has not been returned for evaluation. Therefore, a failure analysis of the complaint device cannot be completed. A review of the device history record, complaint trending, and risk documentation for this device will be performed. Upon completion of the review, if there is any further relevant information a supplemental medwatch will be filed. Attempts have been made to obtain the missing information. However, to date, it has not been received. All pertinent information available to johnson & johnson surgical vision, inc. Has been submitted.

Event description:
It was reported that the preloaded johnson and johnson (jnj) intraocular lens (iol) was inserted and removed. Normally, the doctor has a backup to complete the procedure. The backup lens information was not available. No further information was provided.

Manufacturer narrative:
In the initial report an incorrect device code was inadvertently submitted. This report contains the corrected device code. Section h6-device code(s): 3191 unspecified other with patient involvement. All pertinent information available to johnson & johnson surgical vision, inc. Has been submitted.